Manufacturer narrative:
Medtronic representative at the site noted working with surgeon to increase navigation knowledge and use of technology. Software investigation completed. Insufficient information available from site to further determine root cause of alleged event. No further issues reported.

Event description:
A medtronic representative reported that while in a cervical fusion of levels c - 5,6,7, registration was 1.5cm inaccurate posteriorly. The patient was registered with an o-arm. When touching the tip of the spinous process with the passive planar ball, complete accuracy was achieved on all planes. The surgeon drilled a hole to place the first pedicle screw. When placing the passive planar in the hole, it showed the instrument coming out the other side of the vertebrae when it was not. They were still completely accurate medially and laterally, but were not accurate posteriorly. The surgeon chose not to re-spin and to continue the procedure navigating off the original spin. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.